Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5036615) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) inserted in 2010. Additional information received on 15-nov-2015. She stated that she had 2 children. Essure was implanted in 2010. After the procedure was done, her doctor told her that one was successfully implanted and the other was not (she could not remember about whether it was left or right). She asked what we could do about it at that time and she stated nothing. She scheduled for her to have laparoscopic tubal ligation a few months later and it was done. Ever since 2010, she had been experiencing bad abdominal cramps, especially around her cycle times (before essure, she rarely ever had a menstrual cramp). Her cycles post essure were also clotty. Unfortunately, her pain kept getting worse instead of better. She started requiring taking pain medication during her cycles(oxycodone). This progressed to pain medication needing to be taken more often (not just around cycle times) because her pelvic/abdominal pain kept increasing. Her pain progressed to where she required bed rest a lot in the evenings after working because her pain kept getting worse. Fast forward to present day, her last three cycles had been extremely painful with ongoing pelvic pain that has not ceased; her left side has always been more painful than right, but right side was definitely painful too. She also had left leg pain from thigh to ankle. Recently, her left thigh started to swell. She immediately called the doctor and she was able to see her the same day. She told her about all of her pain, including her leg pain and swelling and she stated that she did not think that the leg pain was related. She told her that she thought it was related because every time that her pelvic pain throbs, it radiated to her thigh. They did an ultra-sound and saw that the right coil was in place and the left coil could not be seen, she has been scheduled for some pre-op workup and will have surgery on (date unreadable). Other side effects to list: intermittent blurry vision, bloatedness, intermittent numbness/tingleness in arms, fingers often swell overnight and memory loss. Product technical complaint (ptc) investigation result received on 15-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was experiencing pelvic pain after essure (fallopian tube occlusion insert) insertion. According to her, at the time of essure procedure one side was not successfully implanted. Years later, an ultrasound scan was performed and the left coil could not be seen (regarded as device dislocation). According to her, a surgery was then scheduled. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. Device movement can result in pelvic pain and menstrual disturbances. In this case, consumer stated physician had difficulties implanting the device in one side. This suggests an association between the reported dislocation and essure procedure. Therefore, causality with the suspect device cannot be excluded. Non-serious events were also reported. This case was considered an incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. No follow-up can be pursued, due to lack of contact details.